Event description:
It was reported that the catheter dislodged from the intrathecal space. The hcp replaced the device system. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.